Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2024. The customer was wearing the pump at the time of death; however, per the reporter, the tubing was disconnected from the site on their body. The reporter was unable to provide further information regarding the event. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. At the time of this report, pump data is not available for review.